Event description:
It was reported that the distal tip of the dragonfly opstar catheter got stuck on the non-abbott 014 guidewire during the first pullback. They did not get tangled together. There was difficulty removing the catheter by itself, so it was removed with the wire simultaneously. Resistance was felt with the wire during removal before it was pulled into the guide catheter. After both were removed simultaneously, they were able to remove the dragonfly opstar from the wire with force, outside the body. They used a new wire and new dragonfly opstar catheter to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficult to remove (from guidewire) appears to be related to operational context. In this case, it is likely that the guidewire employed became damaged or compromised which caused the reported difficulty to remove the catheter from the guidewire; however, without the device returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.